Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with common failure code f-66; this condition had the potential to interrupt delivery. This condition was found in the "intermedio" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-66 was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.